Event description:
Patient¿s relative reported that patient experienced right side pain, and sting pain. Patient later reported "right side: pain greater than left, grade iii contracture and encapsulation. Patient reports that contacted us a long time ago because learned about the recall." The device has been explanted

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patient¿s relative reported that patient experienced right side pain, and sting pain. Patient later reported "right side: pain greater than left, grade iii contracture and encapsulation. Patient reports that contacted us a long time ago because learned about the recall." The device has been explanted.

Event description:
Patient¿s relative reported that patient experienced right side pain, and sting pain. Patient later reported "right side: pain greater than left, grade iii contracture and encapsulation. Patient reports that contacted us a long time ago because learned about the recall." The device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.